Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208838073, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 10/01/2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported there was an issue with impedance on plot #1. This could explain that the patient does not feel effect of stimulation with program #1. Factors that may have led or contributed to the issue remain unknown. Interventions taken was a device reprogramming done during visit on (B)(6) 2019 and the event resolved on this day. The event was assessed as not serious, not related to procedure, and related to the lead. Relevant medical history includes idiopathic urinary incontinence since 2009. No further complications were reported or anticipated.